Event description:
Same case as: 2134265-2013-09651, 2134265-2013-09652. It was reported that the display parameters were lost. An ept-1000xp apm, an ept-1000xpt rf ablation system and a 7/110/2.5/7-4 blazer ii were used to ablate the target lesion. During the procedure, ablation was performed to the target area. After several ablations, loss of display parameters was noted. The machine was connected and disconnected several times to get the machine working again. A non-bsc ablation device was used and the system was changed to finish the procedure. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).